Event description:
It was reported that dr (B)(6) impacted the 49mm window trial into an acetabulum reamed to 49mm. When he went to remove the trial, the threads pulled out of the trial leaving no way to remove the trial. This created a 20 min delay with dr (B)(6) having to use a vice-grip slap back to finally remove it.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.